Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received at us customer quality (cq). Upon visual inspection, it was observed the needle component of the device had broken off and was returned. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was not performed due to the post manufacturing damage of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Depth gauge for 2.0/ 2.4mm screws needle no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the needle component of the complaint device had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part # 319.006. Synthes lot # h886592. Supplier lot # h886592. Release to warehouse date: 05 apr 2021. Supplier: avalign technologies-nemcomed. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the needle component was observed to be broken. However, the root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the tip of the measuring device broke. The procedure was completed successfully without delay. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).